Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position, there was a significant amount of resistance when inflating the balloon which took approximately 10 seconds. The valve appeared to be under expanded as the physician was not able to give the prepped amount of volume for the procedure. The balloon also deflated very slowly post implantation, approximately 8 seconds. The decision was made to re-prep a new 29mm s3 delivery system and post dilate the valve. The initial delivery system was inserted with a lot of flex applied to the catheter. The second system was introduced with no flex. The procedure was carried out successfully.

Manufacturer narrative:
The product was returned; therefore, a product return investigation was completed. Evaluation of the returned product showed that the device conforms to specifications. Functional testing (inflation/deflation test) was performed on the returned device and demonstrates conformance to specification. The returned device was visually examined, and the following was observed: balloon returned unplaited with no damage or abnormalities observed. Functional testing revealed the following: the inflation balloon was able to be fully inflated with no leakage or abnormalities observed. Additionally, the returned device was evaluated for balloon inflation/deflation time to simulate thv deployment. The measurements met the specification of ' 20 seconds. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed, as well as the device procedural training manual. Warnings include 'do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for 'partial or slow inflation' and 'partial or slow deflation' was unable to be confirmed as no applicable procedural imagery was provided for evaluation. No manufacturing non-conformance was identified during the evaluation. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, 'during implant of a 29 mm sapien 3 valve in the aortic position, there was a significant amount of resistance on the atrion when blowing up the balloon... The valve appeared to be under expanded as the physician was not able to give the prepped amount of volume for the procedure. The balloon also deflated very slowly post implantation'. It was additionally reported that 'the initial delivery system was inserted with a lot of flex applied to the catheter. The second system was introduced with no flex. The procedure was carried out successfully'. As no abnormalities were observed during device preparation or during the second device inflation and the event was unable to be re-created during the returned product evaluation, it is likely that tortuosity of the patient's native anatomy and/or procedural factors resulted in the reported inflation/deflation difficulty. It is possible that tracking though tortuous patient anatomy or over-flexing caused torquing components involved in the fluid path and contributing to the reported resistance during inflation and deflation of the balloon. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (excessive flex used) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.